Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: rupture: not observed. Anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported implant affected by the recall and marked 'yes' to 'did the inner silicone gel touch the patient?" Device was explanted and replaced with another manufacturer's device. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture : not observed. ¿ anxiety/product/procedure: unable to observe since it is not related to the device. As per the investigation procedure crease deformation wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported explanting an implant affected by the recall and marked 'yes' to 'did the inner silicone gel touch the patient?". Device was explanted and replaced with another manufacturer's device. This relates to the right side.